Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the fluoro function and the generator interface pcbs. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the collimator on the 9900 system closes on its own and the system locks up. However, the case was able to be completed. There was no report of pt injury.